Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 21mm watchman laa closure device was successfully implanted and released in the laa. The device met all release criteria. The were no patient complications. The patient was discharged home. At the 45 day follow up procedure a transesophageal echocardiogram (tee) revealed the device had dislodged. The closure device had embolized toward the distal aorta. The device was removed using a 18fr sheath and snare. The patient was not symptomatic and had no clinical consequences. The patient was discharged post snare procedure. No further complications occurred.